Event description:
While advancing a boston scientific atlantis catheter over a volcano flowire, the two became entangled within the guide catheter. No resistance was reported prior to the entanglement. Wire use was discontinued and the wire and catheter were removed as a single unit. The lesion was rewired with a second volcano flowire, and the second wire functioned as intended, and ivus was completed without incident.

Manufacturer narrative:
(B)(4). On january 26, 2010, volcano was notified that the device would be returned for evaluation. This report will be updated with the results of the investigation once it is completed.